Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively, sigmoidectomy, colorectal anastomosis recut, involving the circular stapler, there was a defective anastomosis resulting in a complete disunion of the recto-colic anastomosis. This issue necessitated additional surgery to repair the anastomosis. It also noted that there are necrotic-inflammatory lesions centered on the row of staples present on the small colonic segment and the free end of the large segment, accompanied by ischemic changes in the colonic mucosa in the immediate surrounding area. In the periphery of the necrotic zone, there are subacute inflammatory rearrangements, primarily affecting the subserous tissue, along with significant peritonitis. Additionally, a tubular adenoma measuring 4 mm with low-grade dysplasia was completely excised via small colonic segment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively, sigmoidectomy, colorectal anastomosis recut, involving the circular stapler, there was a def ective anastomosis resulting in a complete disunion of the recto-colic anastomosis. This issue necessitated additional surgery to repair the anastomosis. It also noted that there are necrotic-inflammatory lesions centered on the row of staples present on the small colonic segment and the free end of the large segment, accompanied by ischemic changes in the colonic mucosa in the immediate surrounding area. In the periphery of the necrotic zone, there are subacute inflammatory rearrangements, primarily affecting the subserous tissue, along with significant peritonitis. Additionally, there was a presence of a tubular adenoma measuring 4mm with low-grade dysplasia.